Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle broke off. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9215-1-03, universal quick connect handle batch number 04512139, was received for evaluation. No functional testing was performed due to the device tip was broken off. Visual inspection found that the tip was broken off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date 2021.